Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after anti-tachycardia pacing (atp) and 8 shocks were delivered. Technical services (ts) reviewed the event collection period, noting it was undetermined whether an atrial arrhythmia was present and that the therapy provided may be inappropriate. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after anti-tachycardia pacing (atp) and 8 shocks were delivered. Technical services (ts) reviewed the event collection period, noting it was undetermined whether an atrial arrhythmia was present and that the therapy provided may be inappropriate. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted due to normal battery depletion (nbd) and returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.